Event description:
It was reported that this patient came in for a follow up visit due to the implantable cardioverter defibrillator (ICD) emitting tones. Interrogation of device revealed that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). Lead integrity testing was performed, and pacing impedance were within normal range, no noise could be recreated. X-ray imaging showed no visible damage. The physician suspects a lead fracture. The physician will monitor the patient closely. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.